Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6- type of investigation - device not returned is n/a which was reported on initial report. Visual evaluation of the returned device shows signs of repeated use and fracture. Additional information does not affect the root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the provided picture found the device exhibits signs of repeated use and has fractured into 3 pieces. The device was not returned for further evaluation. Reported event was confirmed by review of photographs provided. Review of the device history record identified no deviations or anomalies during manufacturing. The device has a potential field age of 7 years and exhibits signs of repeated use. The reported event is attributed to wear and tear of the device from repeated use over time if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that the femoral impactor pad fractured. Attempts have been made and no additional information is available at this time.